Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foldings and fluid; capsular contracture and recall.

Event description:
Patient representative reported right side "foldings and fluid; capsular contracture and recall." The device remains implanted.